Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for a lead replacement. The new lead was positioned on the right ventricular septum. The threshold numbers were unacceptable and the lead was repositioned a couple of times. The physician felt the extension and retraction of the helix mechanism was different than he was used to. He noted that it seemed to get a lot more difficult to transfer torque down the lead. The physician opted not to use this lead and instead use the patient's chronic lead. The patient was stable.